Manufacturer narrative:
(B)(4). Since the device was not returned an evaluation could not be performed. Should additional relevant information become available a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line) alarm. This occurred during peritoneal dialysis therapy. The reporter stated that there was a leak in either the supply bag or the supply line that caused solution to leak onto the floor. There was no adverse event reported. Additional information was requested and is not available.